Event description:
It was reported that the device would not operate on battery source. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio- control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.